Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26usproduct lot/serial number (B)(6) implant date na explant date na product ID d-evprop2329us product lot/serial number (B)(6) implant date na explant date na product ID d-evprop2329us product lot/serial number (B)(6) implant date na explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)), the valve was attempted to be implanted however was unsuccessful due to poor imaging quality and the nature of the annulus. It was reported that at 80% deployment, however the expansion and seal of the valve was unsatisfactory. The valve was recaptured three times. A second valve ((B)(6)) was attempted however the same issue occurred. The valve was also deployed and recaptured three times. The device was retrieved and a different manufacturer's device was used. It was reported that the patient had a biscuspid valve which may have contributed to the expansion issue. No adverse patient effects were reported.